Event description:
It was reported the deflectable videoscope exhibited green light image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the imaging unit caused image noise. Based on historical data, possible causes include component damage or degradation, environmental issues like dust, contamination, humidity, optical issues, thermal issues, or electrical issues like signal loss or circuit breakage. The most probable cause of this complaint is anticipated to be a predictable or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.